Event description:
It was reported by the sales rep that the patient allegedly received a burn during a wisdom tooth extraction procedure. During a follow up report on or about 09/11/06, it was reported by the customer that the patient had received a serious burn to the lower lip. The patient did not receive any antibiotic ointment during the surgery, but follow-up treatment will be necessary. During a follow up report on or about 10/16/06, it was reported by the customer that the patient was healing better than expected and there are no reconstructive surgeries scheduled at this time. During a follow up report on or about 03/27/07, it was reported by the customer that the general consensus was that the patient would need reconstructive surgery.

Manufacturer narrative:
As of 08/06/2009 the attachment has not been returned for evaluation; no conclusion can be drawn.